Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, causing an open white pulse wire within the connector. The monitor did not pass detect and treat testing. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.